Event description:
It was reported that the colonovideoscope displayed an error code on the screen. The issue occurred during reprocessing, and there were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the air water cylinder and tube contained white foreign objects. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. And for the newly identified malfunctions, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.